Event description:
It was reported that a female patient underwent breast surgery with 375cc mentor smooth round moderate profile and experienced breast implant deflation on her left side. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2025, following information was received and corresponding fields have been updated on this form: patient's age has been updated to "56" under field a2. Patient is caucasian; hence ethnicity and race have been updated under fields a5 and a6 accordingly. Date of event under field b3 has been updated to may 2, 2025. Date of implant under fields d6a have been updated to (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2025, the mentor failure analysis lab received the device for evaluation. On june 17, 2025, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the sal smooth rnd diap 375cc breast implant was found to have a tear measuring approximately 0.3 cm within a crease/fold on the posterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).